Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, the customer declined further troubleshooting with tandem technical support and continued to use the pump for insulin therapy. Customer's blood glucose was 338 mg/dl.